Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the lot. The investigation could not verify or draw any conclusions about the root cause of the reported device disassociation or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt revised to address disassociation of tibial stem, both femur and tibial components were loose, noted osteolysis and polyethylene wear.